Manufacturer narrative:
(B)(4); date sent: 6/6/2023; d1, d4: correct product code is lxmc12.; attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6) 2013; what is the product code? Lxmc12 ( the device is a 12 beads size); what is the lot number? Np; has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. No; are pictures or videos available? No; how many beads eroded? 2; where were the eroded beads positioned? Anterior esophageal wall; which best describes the device removal approach? Laparoscopically removed the entire device; was the patient stented? No; what is the current condition of the patient? Good; was ph testing performed prior to explant to confirm recurrent reflux? No; after implant, was the device initially effective in controlling reflux? Yes; when did the recurrent reflux begin? Np; this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was removed due to erosion. The patient had new gerd symptoms. The patient received a nissen fundoplication.